Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the trocars and ultrasound ablation device were used. After several passing the ultrasound device through the trocars, surgeon found a broken blue piece in the patient's abdominal cavity. It was immediately retrieved. Surgeon thinks that the broken blue piece came from one of the trocars (seal part) or a gauze.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the trocar, cannula, obturator, circular seal & envelop seal were intact. Pmv performed functional testing: the device passed and air leak test. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.